Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the hospital as their heart rate was between 30-40 bpm. Upon further review, this right ventricular (rv) lead was found to have increased pacing thresholds to values greater than 5v at 0.5ms. In addition, there was intermittent loss of capture observed. A fluoroscopy was performed and the lead appeared to be in the same position as it was at implant. A revision procedure was performed. During the reposition, the helix would not extend after being retracted, so the lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation at the distal end of the terminal pin. A stylet could not be introduced past that area without force. This damage was likely a contributing factor in the helix mechanism issue observed. Once the cathode coil is deformed to this extent, the torque would no longer be able to be transferred to the tip as was designed. However, the reported high thresholds and loss of capture could not be confirmed.